Manufacturer narrative:
No unexpected button error alarms noted. Intermittent button response on the act button due to moisture damage on keypad traces noted. Moisture damage noted on lcd board. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
It was reported via phone call, that the customer received a button error alarm. It was also mentioned that the insulin pump was exposed to moisture. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.